Event description:
It was reported that the device had over infusion of ivf. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: initial reporter facility name imdrf annex a and g grid manufacturer narrative: the root cause for the reported issue that the device had over infusion of ivf was not determined. The reported issue that the device had over infusion of ivf could not be confirmed. No further investigation of this event is possible at this time, and no patient impact was reported.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device had over infusion of ivf, there was a patient involvement but no harm.